Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were added: 4111; h6: investigation findings code was added: 3252; h6: investigation conclusions code was added: 4307. Zimvie received, the reported unknown zimmer screw for evaluation. Visual evaluation was performed. The returned implant was observed, severely damaged. Likely, due to the removal process. A fractured fragment was identified stuck inside the implant. DHR and complaint history review could not be performed, since the lot/item number was not provided and unknown. However, zimvie quality management system (qms), has controls in place to ensure the distribution of conforming product. Based on the investigation and risk management file review, the most likely, root cause determined, from the investigation was long-term parafunctional habits (e.g., clenching, bruxism and overloading) of the patient over the implantation period, patient factors. Therefore, based on the available information, device malfunction did occur. A malfunction was detected, during inspection and the reported event was confirmed. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm, the product was nonconforming at the time of distribution. And no new failure mode, harm or hazardous situation was identified, through the investigation performed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). D1: brand name unknown / not provided d4: catalog and lot number unknown / not provided d10: tsvb8, impl tapered scr-v sbm 3. 7mm 3.5mm 8mm/ lot number-1253446 g4: PMA/510(k) number not available product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient came to the office with the crown in hand and fractures of the interior screw. The doctor tried to remove the fractured screw but couldn't, so the implant at tooth location #19 had to be removed.